Manufacturer narrative:
Our quality engineer inspected the photo sample submitted for evaluation, although without a physical sample a full investigation could not be performed. The reported issue of discolored was confirmed upon inspection of the photo. Bd determined that the cause of the failure was most likely the heat of the laser used to manufacture the product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in it was reported by customer that discoloration (brown) on tip of diffusics catheter. Verbatim: discoloration (brown) on tip of diffusics catheter